Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 patient presented with preoperative diagnosis of lumbar radiculopathy and underwent repositioning of l5-s1 interbody device, evaluation of previous lumbar fusion and left sided arthrodesis at l3-4,l4-l5,l5-s1. Indications: patient developed left sided posterior distribution lower extremity complaints. It was found that left l5-s1 interbody cage had migrated posteriorly. Per operative report: dissection was carried out on the left side and previous instrumentation was identified. Left l5 screw and locking cap was removed and the cage which migrated was tapped anteriorly into position. Locking cap at l5 screw was replaced. Vitoss and rhbmp-2/acs was placed in the lateral gutters on the left at l3-4, l4-5,l5-s1, posterolateral arthrodesis was achieved. The patient tolerated the procedure without difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.